Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported that one of their teeth have been moved upwards. The aligners have made their teeth alignment worse. Customer service reviewed photos and confirmed unplanned intrusion.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.